Manufacturer narrative:
The malfunction was duplicated and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 10 years old. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.